Event description:
Same case as 2134265-2015-01985 and 2134265-2015-01984. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. During the procedure, when imaging catheter was connected to the control, it has no traction. Therefore, automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).